Event description:
Doctor attempted to use an endo clip applier during a case. The specific brand of product did not meet doctor's expectations nor did the product achieve hemostasis; which, is the goal of the product.